Event description:
It was reported that multiple cartridges did not fit onto the pump due to being damaged. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was not adversely impacted.